Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, g1, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 18-oct-2022 to 17- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the remote manager failure is not related to hardware issues. The field service engineer checked the hardware within the remote manager and confirmed that it was new and working properly. He also tried shutting down the machine and unplugged the battery for 10 minutes; however, the issue persisted. This case was then escalated to technical support specialist to verify their system permissions.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager fridge failed during procedure. The customer confirmed that there was 45 minutes delay in accessing medication but no patient harm. The user and patient had to wait while pharmacy was contacted and able to come and unlock the fridge manually. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager fridge failed during procedure. The customer confirmed that there was 45 minutes delay in accessing medication but no patient harm. The user and patient had to wait while pharmacy was contacted and able to come and unlock the fridge manually. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, was due to software issue. Field service engineer fount that there was no issue in hardware, rebooted the device and found that there was still hardware failure icon persist so field service engineer escalated to technical support specialist for further investigation. The system functioned as intended.